Event description:
No additional information was provided.

Manufacturer narrative:
One sample was provided to our quality team for investigation. During the sample evaluation, multiple unknown brown spots were observed to be embedded in the barrel. The condition observed is non-conforming per product specification. The potential root cause for the embedded foreign matter defect is associated with the molding process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 309657. Batch#: unknown (provided lot #4102973). It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Dark stained color on syringe.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.